Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 8145636. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 1627487-2023-04100. It was reported that during lead revision procedure on (B)(6) 2023 (1627487-2023-04100), while the physician attempted to remove the s3 lead it fractured and could only be partially removed. A fragment of the lead remains implanted. Surgical intervention may be undertaken to address this issue at a later date.